Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) and two leads were explanted, a temporary pacer was used, and later the system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri x 2 implantable pacing leads, (B)(6) 2012. (B)(4).